Event description:
It was reported that the subject stent was advanced inside the catheter, it was noticed that there was no stent when the fluoroscopy was performed. When the proximal end of the introducer sheath was inspected, it was confirmed that the subject stent had fallen out of the sheath during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg: updated. Section b1 adverse event/product problem: corrected: no product problem. Section h1 type of reportable event: corrected: no malfunction. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received located at the proximal end of the introducer sheath. The stent delivery wire (sdw) was returned outside of the introducer sheath. The introducer sheath tip was noted to be intact. A small amount of dried contract was present on the tip of the sheath. All 3 marker bands were present on both ends of the stent. The stent was noted to be intact. A kink/bend was present at approximately 34.5 cm from the distal end of sdw. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during use' was not confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'average tortuosity'. It was reported that 'the subject stent was advanced inside the catheter, it was noticed that there was no stent when the fluoroscopy was performed. When the proximal end of the introducer sheath was inspected, it was confirmed that the stent had fallen out of the sheath. The procedure was continued after changing to a different lot., and the procedure was completed successfully using the same microcatheter'. In the follow-up gfe replies, the user stated that they did not attempt to deploy the stent on the table after the malfunction. The stent was returned for analysis partially deployed from the proximal end of the introducer sheath and was no longer loaded on the stent delivery wire (sdw). Once fully deployed, the stent was noted to be undamaged as was the introducer sheath. The sdw was also returned and was noted to be kinked/bent towards the distal end of the wire. It is very difficult to explain how the stent can be present in the proximal end of the sheath and no longer loaded on the sdw (as noted during analysis), and be advanced through the microcatheter and not appear on fluoroscopy in the target vessel (as reported in the event description). Although the user has answered in one of the follow-up gfe replies that the stent fell out of the introducer sheath during use, the definition of a stent deploying prematurely during use is that the 'stent prematurely, unexpectedly and/or unintentionally deployed in suboptimal anatomical location/unintended location (including within the microcatheter shaft)'. The same microcatheter was used to deploy a second stent after this event and the user answered that they did not attempt to deploy the stent after the malfunction so it is unlikely that the stent had deployed inside the microcatheter lumen. Instead, it is more likely that this event occurred during device preparation/outside of the patient. The as analyzed codes 'sdw kinked/bent' and 'stent deployed prematurely during transfer' will be assigned handling damage as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown handling error(s) during device preparation/transfer. The as reported code 'stent deployed prematurely during use' will be assigned not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject stent was advanced inside the catheter, it was noticed that there was no stent when the fluoroscopy was performed. When the proximal end of the introducer sheath was inspected, it was confirmed that the subject stent had fallen out of the sheath during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.